Manufacturer narrative:
Date rec'd by MFR: 17jul2019. The power supply was received for evaluation. Visual inspection of power supply found burning damage to a component (u8) on the logic board. The power supply was installed into a test ventilator in attempt to duplicate the reported problem. Further investigation revealed that the failure of two components (q15 and u8) prevented the power supply from charging the backup battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The se inspected the device. The se attempted to power on the ventilator in diagnostics mode and could not. The ventilator rebooted 3 times and displayed a 24 volts error code. The se disassembled the ventilator and found burnt components on the upper power supply board. The se replaced the power supply and the battery. The ventilator passed all testing.

Event description:
It was reported that during service the service engineer (se) found the ventilator would keep trying to reboot when the battery is connected but with no battery, the ventilator functions as intended. There was no patient involvement. Event date not specified: estimate used.